Manufacturer narrative:
The user facility was provided a copy of the safety date sheet (sds). The user facility could not confirm if the liquid observed was in fact revital-ox resert disinfectant. No additional issues have been reported.

Event description:
The user facility reported via a chemtrec report that during a patient procedure, liquid was observed in the probe bag. User facility personnel were concerned that the liquid could be revital-ox resert disinfectant. User facility personnel contacted poison control and elected to proceed with the procedure. A procedure delay was reported. No report of injury.